Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿the integrity of both breast implants is damaged¿. This record is for the right-side. Device status is unknown and will be returned.